Event description:
A nurse reported that vitrectomy probe could not cut and not aspirate the vitreous body normally during vitrectomy surgery. A new vit probe was replaced for the surgery. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One probe sample was received for the report, however, the reported lot number was expired when the sample was received at the manufacturing site. Therefore, no product evaluation was performed due to the reported functional issue. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria. However, when the sample was received at the manufacturing site it was determined that the device was beyond its expiry date; therefore, a root cause was unable to be determined. No specific action with regard to this complaint was taken by the manufacturing location because the complaint sample exceeded its expiration date when the sample was received at the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).